Manufacturer narrative:
Correction: h3 device evaluated selected as yes.

Manufacturer narrative:
Inspection of the rotational sensor assembly found evidence of fluid on the commutator cap. The observed tear in the internal portion of the soft cannula can be confirmed as the cause of the commutator cap contamination and subsequent 0x40 hazard alarm. However the cause of the reported communication error complaint could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of pod found damage to the cannula. The complaint was originally coded for a communication error with high blood glucose levels.